Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The capsule was attached to the patient's esophagus, but when the delivery device was removed, the capsule was no longer attached and could not be located with the endoscope. The nurse stated that they explored the stomach and small bowel and did a chest x-ray to exclude the presence of the capsule in the lungs and they were able to locate the capsule. The physician confirmed everything the nurse explained and stated that the lower esophageal sphincter (les) was explored, but the neck was not explored. They placed another capsule successfully. There was no user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The capsule was attached to the patient's esophagus, but when the delivery device was removed, the capsule was no longer attached and could not be located with the endoscope. The nurse stated that they explored the stomach and small bowel and did a chest x-ray to exclude the presence of the capsule in the lungs and they were able to locate the capsule. The physician confirmed everything the nurse explained and stated that the lower esophageal sphincter (les) was explored, but the neck was not explored. They placed another capsule successfully. There was no user harm.